Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use on a pt therefore there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech verified the customer reported problem. The service tech replaced the power supply to correct the problem. Performance verification testing and extended self testing (est) was performed and all tests passed per operating specifications.